Manufacturer narrative:
E1 initial reporter address 1: no. (B)(6) e1 initial reporter phone: (B)(6) investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. DHR review/service history: the service history review was completed. This ce rotablator was shipped on 2/2/2024. The system was last serviced on 6/25/2025. The ce rotablator was fully functional with no issues from that time until the reported event date of 12/15/2025. Investigation conclusion: based on a thorough review of the reported complaint, there was insufficient information to confirm the reported issue or determine a definitive root cause. The available evidence did not clearly verify that a device failure occurred; however, it also did not provide enough information to exclude the possibility that capital equipment was involved in the reported failure. Because the presence or absence of the reported problem could not be conclusively established, the conclusion code assigned to this investigation is "unable to exclude device problem".

Event description:
It was reported that display issue occurred. A ce rotablator was selected for use. During procedure, it was noted that the device's air gauge was often out of air, did not display the rotational speed, and the fiber plug was loose. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that display issue occurred. A ce rotablator was selected for use. During procedure, it was noted that the device's air gauge was often out of air, did not display the rotational speed, and the fiber plug was loose. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).